Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: none. It was reported that a vision stent was implanted and a perforation was observed in the right coronary artery (rca). A jostent graftmaster 4.0 x 16 mm was used as treatment; however, it would not cross and was removed. Another graftmaster 3.0 x 16 was used and an attempt was made to insert it but, it was unable to cross as well and was implanted proximal to the perforation site, at an unintended site. A maverick balloon catheter was then used to seal the perforation. Protamine was also administered to the patient. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Factors that can affect perforation include, but are not limited to, bent or broken stent struts, expanding the stent above rbp, or post dilating only the proximal half of the stent. The artery was calcified and the two graftmasters were unable to cross which may have been a contributing factor. Perforation as listed in the device risk assessment and the instructions for use is a known adverse effect associated with coronary stenting and is not necessarily an indication of a product quality issue. A conclusive root cause cannot be determined. The graftmasters are being filed under different mfg numbers.